Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for spinal pain. It was reported that the patient reported to a magnetic resonance imaging (MRI) technician that their catheter was either cracked or disconnected.  The technician wanted to know if MRI guidelines would be different due to the catheter issue.  It was reviewed to still follow the same guidelines.  No symptoms were reported.  There were no unrelated sign, symptom, or diagnosis mentioned.  It was known if the MRI was due to a problem with device or therapy.  The event date was unknown.  No further complications were reported/anticipated.